Event description:
It was reported that a patient had a volume discrepancy where the expected volume was 2.6 ml and the actual volume was 7.4 ml. The patient had pain, underdose symptoms, of pulling muscles in the back and less than 50% therapy relief at the device pocket. A (B)(6) study was performed and it was determined that the volume discrepancy was due to a leak in the catheter from a small tear/break on the proximal catheter near the connection to the sutureless pump connector. The patient underwent a partial explant/revision of an 8cm piece of catheter. The piece with the hole was removed and reconnected, and the explanted piece was returned to the manufacturer. The patient was currently doing well (alive with no injury).the pump was used to infuse dilaudid and bupivacaine. If additional information is added to this event, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8590-1, lot# n229282, implanted: (B)(6) 2009, product type: accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter found a hole in the catheter body that was caused by abrasion and was not user-related.